Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a (B)(6) patient had right tha revision of the stem, head, and liner for an unknown reason. Alteon cup stayed and a new exactech extended coverage liner +40mm head was implanted. The stem and head were revised to a different company. No other implant information is known. There was no breakage of devices. There was 30-45 minute surgical delay/ prolongation. Patient was last known to be in stable condition following the event. X-rays were receive; however, the devices are not available for evaluation as implants that were removed were thrown away by the staff at the facility.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d6a, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, a 82 y/o male patient had a right tha revision of the stem, head, and liner for an unknown reason. The alteon cup stayed and a new exactech extended coverage liner +40mm head was implanted. The stem and head were revised to a different company¿s devices. There was no breakage of devices. There was 30-45 minute surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays were received; however, the devices are not available for evaluation as implants that were removed and thrown away by the staff at the facility. Additional information was requested and is not available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.